Event description:
The customer reported that the unit alerted invalid size. During in-house testing the unit was found to accept a 60cc syringe as a 20cc syringe and would program for infusion as such. There was no pt injury or treatment associated with this event.